Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed a swollen implant site wound and presented in clinic on (B)(6) 2019. It was noted that the site "popped opened" the night of (B)(6) because the patient felt there was wetness on her arms and gown the following morning. The implant site was examined and a portion of the incision was opened and was draining purulent drainage. A sterile dressing was applied to the site and the patient was admitted to the hospital for infection treatment. The patient did not experience any other symptoms. On (B)(6) 2019, the newly implanted implantable cardioverter defibrillator and right ventricular lead were explanted. The patient remained hospitalized and was referred to a different facility for removal of other chronic pacemaker leads. No further incident was reported. Related manufacturer reference number: 2017865-2019-13239.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.